Manufacturer narrative:
B5- per updated information a 12.6mm, vticmo12.6, -8.5/2.0/080 (sphere/cylinder/axis) implantable collamer lens tore/broke during injection delivery into the eye on (B)(6) 2021. The lens was implanted and remove within the same surgery. There was no patient injury. A replacement lens of implanted on (B)(6) 2021 and the problem resolved. Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/501k: this product is not marketed in the us. (B)(4). Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -8.5/2.0/080 (sphere/cylinder/axis), implantable collamer lens got stuck in the cartridge or injection system. The lens was implanted and removed within the same surgery. On (B)(6) 2021 a replacement lens was implanted and the problem resolved. It was reported that there was no patient injury. Cause of event was unknown.